Manufacturer narrative:
(B)(4): eval, results: gi bleed; (based on the info provided, no root cause can be determined).

Event description:
Two endeavor sprint rapid exchange drug eluting stents were successfully deployed overlapping in the mid lad following predilation, resulting in 0% stenosis. Ivus confirmed complete apposition of the stents to the vessel wall. Approx 2 weeks post index procedure, the pt suffered a gi bleed. Aspirin and clopidogrel were withdrawn. Pt was treated with intravenous hyperalimentation and blood infusion. Physician told the pt to restart the drug administration of aspirin and clopidogrel, but the pt rejected this. The pt is reported to have recovered. Reference MFR report number 9612164-2011-00641.